Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. About 10 hours after implant, there were no waveforms visible. The placement signal issue did not resolve after troubleshooting. Echo was done and good position was confirmed. No product or data logs were returned. The root cause of the optical signal issue was not determined as no product was returned and insufficient clinical information was provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that during impella cp support the patient experienced placement signal issues. The cable was checked and there were no kinks noted, and the white light was working. The pump was checked via tte and was in good position. The issue was unable to be resolved therefore the placement signal was muted. The pump was not explanted and no further information was provided. Patient expired while on support.